Event description:
The depbi ssp unitray kit has a false negative in lane 30 which gives no perfect match typing result for the dpb1 29:01 allele. One complaint regarding this issue has been received. Connection report which was sent to the recall coordinator on (B)(6) 2013.